Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited unspecified over-sensing resulting in automatic mode switch episodes. The pacemaker was reprogrammed. The patient was in stable condition.